Event description:
The manufacturer received a report that when the power button was pressed to start a trilogy evo ventilator for nighttime nppv use, a ¿ventilator inoperative¿ alarm went off. The patient reportedly went to bed without using the device. The sales representative visited the patient and replaced the device. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.